Event description:
Boston scientific crm received information that this transvenous left ventricular (lv) lead was most likely dislodged. The implanting physician at the normal device changeout indicated suspected dislodgement as thresholds were not optimal and sensing was not always appropriate. Despite sensing re-configuration, this lv lead had oversensed and inhibited lv pacing. The local area sales representative confirmed that the patient was asymptomatic. The local area sales representative planned to try various sensing configurations to mitigate the issue. At the time of this report, no action was known to have been taken.

Manufacturer narrative:
To date, information suggests that this lv lead remains actively in service. As new information would become available, this report will be further evaluated and updated.